Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan alleging that their onetouch ultra2 meter was displaying an error 5 message. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began at 10pm on (B)(6). The patient manages their diabetes with insulin with no adjustments. The patient reported continuing to take their usual dose of medication (16 units of lantus) in response to the alleged issue. The patient denied developing any symptoms. The patient stated that at 4am they required a glucagon injection, administered by a non-hcp. The patient reported testing their blood glucose on another device and obtained a reading of 46mg/dl. The alleged issue was not resolved with troubleshooting and replacement products were sent to the patient. This complaint is being reported because the patient suffered a serious injury associated with hypoglycemia and required assistance from a third party to administer treatment after the alleged issue began.